Manufacturer narrative:
On march 3, 2017, bayer received a cluster of essure complaint reports originating from the ansm, health authority of (B)(4), device vigilance database via legal proceedings. Following receipt, bayer consulted ansm in order to obtain the relevant case reference number information. On march 24, 2017, ansm provided the available corresponding case reference numbers to bayer. Upon receipt of this information bayer evaluated and processed the cluster of essure reports within the global safety database by april 12, 2017.

Event description:
This case was reported via regulatory authority (reference number: (B)(4)) on (B)(6) 2017 and was forwarded to bayer on (B)(6) 2017. This spontaneous case was reported by an other health professional and describes the occurrence of device physical property issue ("after the device was introduced into the uterine tube, the introducer became bent and the insert could not be placed") and complication of device insertion ("after the device was introduced into the uterine tube, the introducer became bent and the insert could not be placed") in a female patient who received essure (batch no. 628322). On (B)(6) 2009, the patient started essure. On (B)(6) 2009, the same day of essure's insertion, the patient experienced device physical property issue and complication of device insertion. At the time of the report, the device physical property issue and complication of device insertion outcome was unknown. The reporter provided no causality assessment for device physical property issue and complication of device insertion with essure. Company causality comment: this medically confirmed spontaneous case report refers to a female patient who had an attempt of essure (fallopian tube occlusion insert) insertion. It was informed that after the device was introduced into the uterine tube, the introducer became bent and the insert could not be placed (seen as device shape alteration and failed insertion). Both events are anticipated according to essure's reference safety information. In this particular case, during insertion procedure, the device was introduced into the uterine tube the introducer became bent and the insert could not be placed. Taking to account the events occurred during essure insertion, causality cannot be excluded. This case was regarded as other reportable incident since it did not lead to death or serious deterioration in health, but might lead or might have led if occurred under less fortunate circumstances. The product technical analysis and further information has been sought.

Manufacturer narrative:
This spontaneous case was reported by an other health professional and describes the occurrence of complication of device insertion ("after the device was introduced into the uterine tube, the introducer became bent and the insert could not be placed") in a female patient who had essure (batch no. 628322) inserted. Other product or product use issues identified: device physical property issue "after the device was introduced into the uterine tube, the introducer became bent and the insert could not be placed" on (B)(6) 2009. On (B)(6) 2009, the patient had essure inserted. On the same day, the patient experienced complication of device insertion. At the time of the report, the complication of device insertion outcome was unknown. The reporter provided no causality assessment for complication of device insertion with essure. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 13-oct-2017 for the following meddra preferred term: device physical property issue. The analysis in the global safety database revealed 78 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-oct-2017: quality-safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was reported via regulatory authority ((B)(4)) on 03-mar-2017. This spontaneous case was reported by an other health professional and describes the occurrence of device physical property issue ("after the device was introduced into the uterine tube, the introducer became bent and the insert could not be placed") and complication of device insertion ("after the device was introduced into the uterine tube, the introducer became bent and the insert could not be placed") in a female patient who had essure (batch no. 628322) inserted. On (B)(6) 2009, the patient had essure inserted. On the same day, the patient experienced device physical property issue and complication of device insertion. At the time of the report, the device physical property issue and complication of device insertion outcome was unknown. The reporter provided no causality assessment for complication of device insertion and device physical property issue with essure. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 14-jun-2017 for the following meddra preferred term: device breakage. The analysis in the global safety database revealed 1639 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Most recent follow-up information incorporated above includes: on 9-jun-2017: no further information was obtained despite follow-up attempts. Company causality comment: other reportable incident. At the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.